Event description:
It was reported when using the bd¿ syringe there was difficult plunger movement. The following information was provided by the initial reporter. The customer stated: "before surgery, the push rod was found to be too tight. It was difficult to operate."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2103199. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were not available for return, twenty retained samples were obtained for further evaluation by our quality engineer team. The retained samples were examined and no signs of defect could be identified. Based on the investigation results, an exact cause could not be determined for this reported incident.

Event description:
It was reported when using the bd¿ syringe there was difficult plunger movement. The following information was provided by the initial reporter. The customer stated: "before surgery, the push rod was found to be too tight. It was difficult to operate."